Event description:
It was reported during an unk procedure the scissor placed through the trocar appeared to be breaking. The device was removed intact with point nearly broken off. New scissor was opened and case continued as normal. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49989. Date sent: 11/02/1998. D5,6; h4: info not available, device not returned for analysis.